Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avrnt) ablation procedure, the hemostatic valve was back flowing when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the body. The sheath was replaced, and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued. There was no indication of excessive bleeding, hemodynamics disruption, or required intervention. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This complaint has been assessed as a hemostatic valve separation, an MDR-reportable issue.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that during an atrioventricular nodal reentrant tachycardia (avrnt) ablation procedure, the hemostatic valve was back flowing when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the body. The sheath was replaced, and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued. There was no indication of excessive bleeding, hemodynamics disruption, or required intervention. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath. The incorrect insertion of the dilator was identified to have caused the dislodgment of the valve and leaking: stress marks and physical damage on the outer diameter were observed under microscope, findings which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001379 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath, for this reason, no CAPA activity is required now, in addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Similar complaints are monitored monthly basis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).